Manufacturer narrative:
Other relevant components include: product ID 8596sc lot# serial# (B)(4) implanted: (B)(6)2012 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. The pump contained an unknown brand of baclofen [2000 mcg/ml] with an unknown dose. It was reported the hcp was unable to aspirate the catheter during replacement of the pump. The pump segment was revised and replaced to insure flow of csf. There were no reported environmental/external/patient factors that led or contributed to the issue. They attempted a dye study at the time of replacement, but was unable to aspirate the catheter. The pump segment was replaced on (B)(6) 2017; the explanted segment was discarded. The issue was resolved at the time of the report. The catheter pump segment was replaced due to no back flow of cerebrospinal fluid (csf). The catheter was patent and free flowing of csf after the revision. The pump was replaced. The patient¿s weight was unknown at the time of the event. The patient¿s status at the time of the report was alive ¿ no injury. No patient symptoms/complications were reported.